Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive at home with alarms. The patient's spouse was unable to tell the coordinator what happened with the patient. She stated that she found him face down on the floor with his lvad alarming, they called the ambulance and the patient was flown to the hospital. A log file review was requested. The log file captured pump stops on (B)(6) 2021 at 8:47 and (B)(6) 2021 at 9:03 due to the driveline being disconnected. The file also captured low flow events on (B)(6) 2021 between 9:46 and 9:53. After these low flow events the flow increases above the low flow trigger point of 2.5 lpm for the remainder of the log file. There do not appear to be any type of mcs equipment issues causing the low flow events. The log file ends with power being disconnected from the controller leads followed by the driveline being disconnected. There does not appear to be any mcs equipment malfunction in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient passed away on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. The device was not returned for evaluation. It was reported that the patient¿s wife found the patient unresponsive at home with alarms on (B)(6) 2021. She stated that she found him face down on the floor with his lvad alarming and called an ambulance. The patient was flown to the hospital. According to the vad coordinator, the patient passed away on (B)(6) 2021. The submitted log file captured driveline disconnects on (B)(6) 2021 and (B)(6) 2021 that resulted in pump stops. The first two pump stops occurred when the patient was connected to the mobil power unit. The last pump stop occurred at 11:00:05 on (B)(6) 2021 when the patient was disconnected from power and the backup battery was in use. These events triggered low speed advisories. Low flow hazards were detected on (B)(6)2021 with flows dropping to 2.4 lpm. The observed low flow events did not appear to be associated with elevations in pump power or pi events. Despite the observed events, the pump appeared to be operating as intended. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook state that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. The IFU also addresses all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient condition. Additionally, the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow hazard alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 2 of the IFU, ¿system operations¿ states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket... If the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation." Section 2 also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU warns the user that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 2, ¿how you heart pump works¿, and section 4, ¿living with the heartmate ii¿, of the patient handbook instruct the user to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." Section 2 further warns that "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Heartmate ii patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. Additionally, this handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.